Manufacturer narrative:
Other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 26-feb-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (25mg/ml at 0.146mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient presented at the hospital with cerebrospinal fluid (csf) leak via a pimple type abscess on her back and possible infection. The hpc requested the pump be set to minimum rate. The spinal segment of the catheter was removed during exploratory surgery in an effort to clear the infection. No environmental, external, or patient factors were reported to have caused this issue. The patient was staying overnight at the hospital and was being managed with oral medications. The issue was resolved and the patient was "alive - no injury." The event date was (B)(6) 2019. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the explanted device would not be returned for testing. The healthcare professional (hcp) removed it and disposed of it. Reasoning by the hcp was not provided. No further complications were reported.